Manufacturer narrative:
The replaced parts were requested for further investigation. During the testing no deviation was identified. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. He replaced the shaft angle encoder, the motor control board and the motor end stage board and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The affected parts were requested back to livanova (B)(4) for a detailed investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a s5 roller pump displaying an error message during procedure. The perfusionist completed the case by hand cranking the pump. There was no report of patient injury.